Event description:
It was reported that this was a closure using a prostyle device after an interventional procedure. Reportedly, a cuff miss occurred, as the needles did not pass through the vessel wall due to calcification. Manual compression was ultimately used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed because the lot number was not reported. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with the calcification present at the access site during deployment contributing to the reported needle to cuff miss. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.